Event description:
During an ablation procedure, a cerebral infarction occurred. During the isolation of the left pulmonary veins with a tacticath se catheter the patient¿s respiratory status decompensated requiring increased sedation. The tacticath had stable temperature and impedance reading during ablation. A flexibility catheter was used due to a steering preference of the user to complete the isolation of the right pulmonary veins. The patient was not arousable at the completion of the procedure and a CT and MRI confirmed a cerebral infarct. Urokinase was administered and the patient regained consciousness. The act during the procedure was maintained at 400 sec. The introducer in the left atria was not continuously irrigated; however, the catheter was not manipulated in and out of the sheath. The patient is attending rehabilitation post discharge.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported cerebral infarction could not be conclusively determined.